Event description:
It was reported that the catheter seemed blocked and would not allow the flow of an injected die. Two separate adapters with the same lot number appeared to be cracked. Fluid leaked from alleged cracks in adapters. Patients were not in danger.